Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. The customer was sent a power supply to address the issue. No further information was received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was not powering on. There was no patient involvement. The event date was not specified; estimate used.